Event description:
It was reported that on (B)(6) 2025, a 6mm amplatzer vsd muscular occluder was selected for implant. Prior to vsd procedure, an unknown sized triclip was implanted with no reported issues. The vsd occluder was implanted to close a mitral valvular leak. On (B)(6) 2025, the patient passed away due to hemolysis.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of hemolysis and death was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the available information, the cause of the reported incidents could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. It should be noted the per the instruction for use (IFU), ¿indications and usage: the amplatzer¿ muscular vsd occluder is indicated for use in patients with a complex ventricular septal defect (vsd) of significant size to warrant closure¿¿ codes removed: medical device problem code: 2993 adverse event without identified device or use problem.

Event description:
It was reported that on (B)(6) 2025, a 6mm amplatzer vsd muscular occluder was selected for implant. The patient's condition prior to procedure was reported as unknown. Prior to vsd procedure, an unknown sized triclip was implanted with no reported issues. The vsd occluder was implanted to close a mitral valvular leak. The patient "did well initially after the procedure, but they began to decline a couple of days later." On (B)(6) 2025, the patient passed away due to hemolysis.